Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the cartridge alarm was cleared and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.